Event description:
Anxiety and depression were diagnosed related to feeling physically, mentally, and emotionally suffocated by mandated masking which was elevated by lack of facial expressions while communicating. I was started on medication and still currently require it to function in my day to day life. FDA safety report ID# (B)(4).